Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide updated information to d9 - date returned to manufacture. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed error codes e216 and e215. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.